Event description:
It was reported that during a coronary drug eluting stenting procedure, balloon withdrawal difficulties, shaft fracture and surgery occurred. The 85% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The lesion was predilated with a maverick 2.5x20mm balloon as well as a non bsc device. A 3.0x24mm taxus leberte' drug eluting stent was deployed at 18 atm for 10 seconds. The stent was fully deployed and well apposed. The inflation device was under negative/neutral pressure for 40 seconds and the stent balloon was fully deflated before the withdrawal attempt. Upon removal of the stent delivery system, it was not possible to withdraw the balloon from the stent. The balloon was "trapped" in the stent. The physician applied negative pressure and pulled hard on the device, however, the device could not be removed and subsequently the shaft fractured inside the patient. The patient experienced chest pain and a myocardial infarction. The patient was transferred to the regional tertiary referral center of cardiac surgery where he underwent successful revascularization of the lad by a left internal mammary artery graft. The fractured device was removed by the cardiac surgeon. At the time of this report, the patient was in intensive care, intubated and hemodynamically stable.